Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient had a ventricular fibrillation (vf) arrest two days prior and was externally shocked as the implantable cardioverter defibrillator (ICD) did not treat. The field representative was contacted two days later to perform an interrogation. However, the device was unable to be interrogated and did not elicit tones with magnet placement. Boston scientific technical services (ts) was consulted and discussed that the device's battery was likely drained to a point where it would not treat the arrythmia. The patient's wife stated that the ICD was successfully interrogated two weeks prior. It was noted that the patient did comment that he felt a shock prior to the vf arrest. Ts suggested an x-ray to ensure the patient still had this ICD or if there was a larger issue occurring. The field representative noted that one and a half weeks later the patient remained in the hospital in a condition where device replacement was not an option. At this time the system remains in service and no additional adverse patient effects have been reported.